Manufacturer narrative:
MDR / initial 3 of 6. Based on the available information, this event is deemed to be a serious injury complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced high blood glucose level event on (B)(6) 2026. The patient was treated with correction insulin injection.